Event description:
It was reported that during a lap cholecystectomy procedure when firing the devices for the first time they were spitting the clips out of the jaws. Another device was used to complete the case with no consequence.

Manufacturer narrative:
Jaw disangaged from the cam. The device was returned and was noted to have the jaw disangaged from the cam. The clip formation could not be verified as there were no clips from the cam causing the device nonfunctional. The manufacturing records were reviewed and no anomalies were found during the manufacturing process. Complaint information is trended on a regular basis to determine if further investigation is warranted. Additional lot number c4ek7x.